Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that, the customer had multiple insulin pump errors. The blood glucose was 221 mg/dl at the time of the incident. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm was recurring during normal pump use. Customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Customer stated that, had lows last month but customer declined troubleshooting. The device will be returned for analysis.